Event description:
Add'l info provided by the surgeon indicated that the pt received routine postop care and has had a good outcome. No reported complications.

Event description:
A surgeon reported that during implantation of an intraocular lens (iol) he noted a crack in the iol. The lens was removed and replaced during the same procedure. The wound was widened to allow removal of the cracked iol.